Event description:
An account alleged the outer foot trend bushings were missing on an ob/gyn stretcher allowing the foot support tube to slip out of the foot trendelenburg foot weldment causing the upper frame to fall at the foot end. The account stated that no one was in the stretcher and that there were no injuries.

Manufacturer narrative:
Upon complaint review, and review of the product risk assessment, it was determined that this failure has a chance to result in serious injury were the event to reoccur and therefore is being reported now. The technician surmised that the bushings were missing and probably not reinstalled during an earlier repair. The account is still in the process of repairing the stretcher.